Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Per IFU, adverse events that may occur and/or require intervention may include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprostheses. A 24 fr gore® dryseal flex introducer sheath was inserted from the left common femoral artery. During the insertion, strong resistance was reportedly encountered. However, the sheath was advanced continuously. The ctag was then reportedly advanced through the sheath and deployed successfully. The sheath was removed and procedural angiography was performed. It revealed that the left common femoral artery was ruptured. It was reported that vessel diameter of the left common femoral artery was from 5.8mm to 7.5mm. A viabahn (8mm x 10cm) was placed in the ruptured left common femoral artery. The patient tolerated the procedure.